Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and scratches on the lcd screen. The customer stated problem was duplicated, cassette not attached properly error alarm was repeated. The reported problem was found in the event history log multiple times. Replaced the dso (downstream occlusion) sensor for the repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical pump displayed a cassette not attached properly alarm (during testing/no patient injury).